Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 31 mmol/l. The customer was declined to troubleshooting for high blood glucose. The customer was treated with bolus from insulin pump for high blood glucose. Customer stated that she mentioned that she got a change sensor alert after 2 consecutive calibration alerts. The insulin pump will not be returned for analysis.